Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient's mother found the patient unresponsive when the cgm alerted and checked the patient's bg value and administered the patient with a glucagon injection. It was indicated that the patient retrieved consciousness quickly and was checked at a local hospital and released the same day. At the time of contact, the patient was doing good. No additional patient or event information is available. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A root cause could not be determined via data. Reportedly, the patient entered finger stick values during loss of antenna. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Patient was under 2 years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. Reportedly, the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days.